Manufacturer narrative:
Analysis indicated that device was operated in higher than nominal output settings. Device interrogation and the magnet rate measurement confirmed that the device was at normal eol battery level. After replacing the battery, test results, including output monitoring, showed device was functioning in normal range of operation. The new battery was reduced to eri level to simulate field conditions and device showed similar behavior as in the field where no measured data was displayed, which is normal at this battery level. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fainted during device interrogation in clinic shortly after an eri alert appeared. The patient returned to stable condition after the interrogation was stopped. The device was explanted and replaced as inadequate pacing due to low battery voltage was suspected. The patient is pacemaker dependent.